Manufacturer narrative:
Summary evaluation: the device was not returned for analysis; it remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. This event is a known transient complication, not device related. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that six days following a glaucoma filtration device implant procedure, the device touched the iris. The anterior chamber was shallow; hypotony and serous choroidal detachment were diagnosed. A pressure patch was placed on the eye. At approximately two and three weeks postoperatively suture lysis was performed. One month following the procedure there was no contact between the device and the iris. The surgeon reports that the event was non-serious and the causal relationship between the device and the event are definitely unrelated. The patient is recovered from the event. No further information is expected.